Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon review of electrocardiograms (egm¿s) , it was noted that inappropriate shocks was delivered to the patient during surgery. The high voltage (hv) therapy was inhibited due to noise from cautery which was detected by the device secure sense algorithm. It was stated that the device determined undersensing and turned to passive which resulted in multiple inappropriate shocks. Programming changes were suggested. No further information is available at this time.

Manufacturer narrative:
Correction - (B)(4).